Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced alternating low and high blood glucose while using the ilet with a freestyle libre 3+ sensor, including a low of 67 mg/dl treated with juice and subsequent highs up to 324 mg/dl. The caregiver described overtreatment of hypoglycemia and ¿chasing¿ highs, and no device component malfunction was identified. No adverse clinical symptoms associated hypoglycemia and hyperglycemia reported. Outcomes included minor illness/impairment and the need for oral glucose, with no device-related injury of greater severity and no hospitalization. Investigation included communication and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.